Manufacturer narrative:
Device evaluated by MFR: the synergy xd mr ous 2.75 x 16mm stent delivery system was returned for analysi. A visual examination of the stent found stent damaged noted with stent struts lifted and deformed at the distal end of the stent. The stent showed no signs of movement and was set between the proximal and distal marker bands. The undamaged crimped stent od (outer diameter) was measured, and was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion.

Event description:
Reportable based on device analysis completed on 31-may-2022. It was reported that crossing difficulties were encountered. The 92% stenosed target lesion was located ion the severely tortuous and severely calcified middle left anterior descending artery (lad). Following pre-dilatation of a 2.0x20mm maverick balloon catheter, a 2.75 x 16mm synergy xd drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion. The procedure was completed with a different device. There were no complications reported and the patient status was stable. However, returned device analysis revealed stent damage.